Event description:
It was reported that the patient right ventricular lead measured high impedance with oversensing and noise. The distal portion of the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. However, it was noted that the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.